Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced frequent pacemaker mediated tachycardia (pmt) episodes. Technical services (ts) is to review the reports. The device remains in use. No adverse patient effects were reported. Additional information received indicates ts reviewed the reports and provided potential causes for the pmt. Ts also stated that the left ventricular (lv) lead channel exhibited loss of capture (loc). Ts suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.